Event description:
A (B)(6) patient with a heart defect and valvular heart disease that included a ross procedure with aortic valve replacement in 2001. Following a heart catheterization, the patient presented to the hospital for a redo-sternotomy with pulmonary valve replacement and repair of ascending thoracic aortic aneurysm. During the procedure, an attempt was made to wean the patient off of the cardiopulmonary bypass machine. Once the patient reached a point of 1.5 to 2.0 l of flow, the patient would begin to deteriorate. There was an inability to increase the flow. The right ventricle function deteriorated and all attempts to wean the patient off bypass failed and the patient expired. It is unknown at this time if there was a product problem and if any product problem contributed to this event.